Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400571439. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050; 2.3 serial number/batch: (B)(6); 2.4 software version: l030003; 2.5 hours of operation: 65651 h; 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. As no date of the incident was given, the last history files from 2022-08-25 to 2022-09-08 were investigated. No anomalies inside the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (49-05-121) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. The p2- and p3 connector shows liquid residues. Furthermore, the ribbon cable that connects the operating unit with the mainboard, shows a strong kink. In addition, no more anomalies could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -5,43%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device did not match the required values and standards. The measured values are out of our specification. 3.6 individual inspection: in the hibased, it could be detected that the flowrate delivery rate constant was set to -1 % by the customer. The delivery rate constant was set to 0% to check the flowrate again. 3.7 pressure inspection: the pressure values were adjusted, the previous values were within the specification, but in the increased range. For the following flow rate inspection, the pressure values have been adapted. For checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.8 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,60%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected. To investigate the inside, the device was disassembled completely. Liquid residues inside the device could be detected (no liquid on the mainboard). Furthermore, the gaskets at the lower- and upper housing part and the inner frame shows damaged points. In addition, no more damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The flowrate deviation is due to wrong settings by the technical. After setting the standard values, the device worked correctly, and no flowrate deviation could be detected anymore. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "underinfusion." Repair order becomes product complaint - customer complains too low delivery rate.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.